Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed due to noise on the right ventricular (rv) lead. Technical support suggested reprogramming the device to resolve the issue. The programming will take place at the patients next follow-up. The patient was in stable condition and experienced no adverse health consequences.